Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced downstream occlusions alarms during surgery that would not correct until the user removed the tubing form the pump and reloaded. The event occurred during the infusion of propofol and oxytocin (dose, programmed amount and delivery rate unknown). There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.